Manufacturer narrative:
None of the products are available for evaluation. Without the return of the products, it is not possible to determine if damages or defects existed on the products. The lot numbers were not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The customer reported that they have had 6 incidents over the past 18 months in which inaccurate hemodynamic values have been traced to the swan ganz catheter during use. In these instances, exchanging the catheter for a new one solved the problem. There have been no patient complications reported. The physician had no patient or scenario specific information available regarding each of these incidents. None of these catheters will be returned for evaluation as each one was discarded by the facility.